Event description:
During a total abdominal hysterectomy procedure, the staples did not hold together. The surgeon removed the staples and sutured the staple line. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.